Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged leading to the pump shutting down. Reportedly, the pump had been submerged in water prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.